Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm 3 to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm 3 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate the customer reported complaint. The usm 3 was tested on an in house system and passed normal mode. The system did not trigger error 22020, but the error was confirmed via the error logs/system logs on degree of freedom (dof)'s 5, 6, 7, and 8. The usm 3 was tested on an in house system with a medium-large clip applier, suction irrigator, vessel sealer, and multiple sterile adapters; and no engagement issues were found. The usm 3 went through more testing and passed the direction tests, lissajous testing, chip-encoder virtual absolute (cva) characterization, sensors check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The top plate and carriage will be upgraded as a precaution to the reported problem. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed engagement errors with the medium-large clip appliers on usm3 related to the reported complaint. An event verification confirmed the cholecystectomy procedure was performed on the reported event date of (B)(6)2022 on system sk3291. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the usm 3 had engagement errors and moved with unintuitive motion during the procedure. Uncontrolled/ unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system had issues with the universal surgical manipulator (usm) 3. The system had engagement errors with two medium-large clip appliers instruments and a third large clip applier instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and confirmed engagement errors with the medium-large clip appliers on usm3. The customer felt resistance when inserting the instruments and there was non-intuitive motion. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6)2022. The clip applier instruments were failing engagement and there was no unintuitive motion.